Event description:
It was reported that no insulin comes our while using bd micro-fine¿ pro pen needle. No patient impact was reported. The following information was provided by the initial reporter, translated from (B)(6) to english: complaining that insulin didn't come out after attaching the pen needle to the pen and pressing the button.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that no insulin comes our while using bd micro-fine¿ pro pen needle. No patient impact was reported. The following information was provided by the initial reporter, translated from japanese to english: complaining that insulin didn't come out after attaching the pen needle to the pen and pressing the button.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 14-apr-2022. H.6. Investigation: one open 32g x 4mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned sample and a bent non patient end of cannula was observed. Due to the condition the sample was returned no clog test could be carried out. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.